Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and 28 days after start of the support high purge pressure developed. This day there was an acute drop in purge flow. Tissue plasminogen activator was attempted in the purge. However, the purge issue remained unresolved. The patient was cannulated for venoarterial extracorporeal membrane oxygenation and the impella 5.5 device was explanted for concern of impending pump stop. The patient was reported to be stable following the event.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Product was not returned for investigation. Data logs were reviewed, though only real time (rt) logs were available. The purge pressure starts to show instability and the ps shows an increased number of spikes. The purge pressure begins to trend up and purge flows trend down gradually. Finally, there is a sharp 10 minute rise in the purge pressure, resulting in an alarm. Through none of this trend up in the purge pressure are the motor current or speed ever affected. The purge pressure remains high for the remainder of the case as was reported in clinical details. Based on the purge pressure trending up for 4 hours without any other abnormalities being noted in the data logs, the root cause of the high purge pressure was most likely biomaterial build up. Added h6 impact code 4644.